Manufacturer narrative:
H4: the lot was manufactured from july 06, 2022 to july 07, 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph showed droplets of fluid inside a yellow-colored bag that contained the folfusor device which suggested a leak occurred. The reported condition was verified. The cause of the condition could not be determined as the actual sample was not provided. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor had leaked from an unknown location. The leak was noted while still in the bag. The folfusor was filled with 18g of piperacillin/tazobactam in 230ml 0.9% sodium chloride. This issue was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.